Event description:
A malfunction was reported with a pump. Customer's blood glucose (bg) level was 589 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support (cts) provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues reappear.